Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, the pump became dislocated into the aorta. The doctor's plan is to explant the pump when activated clotting time is in the normal range. The patient remains on support.

Manufacturer narrative:
H6: explant date is unknown the investigation of positioning issues has been completed. Clinical states that the pump was pulled out but the reason is unknown. An "impella in aorta" alarms was observed and due to difficult repositioning, the pump was explanted. Pump was not returned. Therefore, the root cause of the positioning issue was not determined since product was not returned and clinical information was inconclusive since the reason for the repositioning is unknown.